Event description:
It was reported that the surgeon inserted a 24.5 diopter cq2015 collamer three piece lens and the back haptic tore. The incision was enlarged to remove the lens but sutures were not required. The reporter stated that the cause of the torn haptic was due to the injector overriding the lens and tearing the back haptic.

Manufacturer narrative:
H3. The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found both haptics, with a piece of lens optic, torn off and missing. There was evidence of clear surgical residue. The cartridge and injector were not returned for evaluation.